Event description:
It was reported the intraocular lens was implanted and removed during the same surgery. The doctor did not like the way the lens was sitting in the patient's eye. He removed and replaced it with a new lens, same diopter. No enlarged incision required, used a vitrectomy to remove the lens.

Manufacturer narrative:
(B)(4) - the lens was not returned; therefore, the cause of this event could not be determined. Prior to release the lens met all manufacturing specifications. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was visually inspected and shows a tear in the optic and 2 distorted haptics. Condition is consistent with a lens that has been explanted. The cause of this event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.